Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning on the right ventricular (rv) and right atrial (ra) leads during an ablation procedure. It was noted the impedance on both leads went back into range after the procedure. The leads remain in use. No patient complications have been reported as a result of this event.